Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited a rise in shock impedance measurement up to 130 ohms since implant. X-ray images taken were noted to be normal. At some point, surgical intervention was performed to re-tunnel the patient's electrode to resolve the rising impedance values. While this repositioning worked at first to lower the measurements, the shock impedance values have now jumped back up to approximately 120 ohms. Troubleshooting options are being provided to the field and the s-ICD system remains in service. No measurements were observed to be out of range. No additional adverse patient effects were reported.